Event description:
It was reported that during a routine clinic visit, the right ventricular lead exhibited impedance and capture anomalies. A lead fracture was noted. The lead was capped and replaced. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.